Manufacturer narrative:
The evaluation noted that the calcar fracture was reported to have occurred during the original surgery. Since the calcar was fractured during the original surgery, it likely occurred while preparing the femur and may have been related to the feed rate/pressure of the calcar planer, reamer rotational speed, or the patient¿s bone quality/geometry.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s).

Event description:
As reported by the exactech hip replacement study, during the femoral preparation a calcar fracture was identified, and a protective cerclage was used. The event is not related to the device but related to the procedure. This event was received from the hip clinical study data.